Manufacturer narrative:
Na the device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 20mm amplatzer septal occluder was chosen for implant using 12f amplatzer torqvue delivery system. During implantation, it was noted that the device was conformed cobra shape. The deformed device was never released from the delivery cable while inside the patient. The device was manipulated, and it was retracted and redeployed three times. However, the device did not assume its intended shape. The procedure was completed using a new 22mm amplatzer septal occluder. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.